Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned the incorrect strips. Meter was returned - product evaluation in process. Note: manufacturer contacted customer in a follow-up call on 31-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products had been received the day before and will set meter up soon; customer declined assistance with new products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from 218, 262 and 515 mg/dl. The customer was also concerned the meter is not storing results with the correct dates. The customer¿s expected blood glucose test result range is less than 120 mg/dl fasting a.m. And less than 160 mg/dl fasting p.m. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/25/2024 and open vial date is one week ago. The meter memory was reviewed for previous test result history (time not set): result 1: 218 mg/dl, date: (B)(6) 2023, time: 1:05pm, fasting am; result 2: 125 mg/dl, date: (B)(6) 2023, time: 7:17 am, fasting am; result 3: 97 mg/dl date: (B)(6) 2023, time: 10:17pm, fasting pm; result 4: 262 mg/dl date: (B)(6) 2023, time: 7:14pm, fasting pm; result 5: 515 mg/dl date: (B)(6) 2023, time: 5:36 pm, fasting pm.

Manufacturer narrative:
Sections with additional information as of 09-mar-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.